Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The patient stated they went to the hospital for blood work prior to seeing a heart surgeon. After bloodwork was done, it was indicated that the patient¿s glucose levels were over 600 mg/dl and the patient stated the cgm was displaying 180 mg/dl. The patient was admitted to the hospital and was treated for high glucose values. The patient was released from the hospital on (B)(6) 2018. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.